Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. Return of the device for manufacturer's investigation was requested however to date no sample has been returned. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
It was reported that the customer stated "patient had cancer in throat and head." "A normal tracheostomy operation was completed without complications, but there was a leakage problem." "Anesthesia apparatus indicates 1.5-2.5 1 leakage constant." "Tested various cuff pressure without improvement." "After two hours, discovered a leak between the inner cannula and the outer cannula." "Leakage in the connection point between the outer and inner cannula." No other information was reported. It is not known if intervention was required.